Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stated that an alert for ra threshold testing was noted but this test was running for trend data only. It was also noted that atrial automatic threshold detected as more than programmed amplitude or suspension. The physician was dr. (B)(6) at (B)(6) institute in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)